Event description:
Grounding pad placed on patient thigh for continuity to electrosurgical unit (esu) during procedure caused burn to patient.======================manufacturer response for grounding pad, thermoguard dispersive electrode (per site reporter).======================letter from qualtiy assurance (qa) on file said does not look like a electrosurgical type burn.